Event description:
A facility reported that the transitional on the mayfield ultra base unit (a2101) is stuck in place due to hole being deformed. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received had the handle closed without the transitional being inserted. This caused the handle to become misshaped. The handle was reopened to accept the new transitional, and the 6in transitional was replaced due to worn teeth. Shock cushion, finishing cap and adjustment wrench was replaced due to wear. General cleaning and maintenance required at this moment. Root cause - the reported complaint was confirmed from the evaluation. Unit received had the handle closed without the transitional being inserted. Evaluation showed that the 6in transitional teeth, shock cushion, finishing cap and adjustment wrench are worn. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.